Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure wherein nothing was implanted or explanted due to physician wanted to obtain more bilateral coverage. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a lead revision procedure for an unknown reason.